Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states they lost one of the anti tippers and had to get a new one.